Event description:
It was reported that during a spinal fusion surgery, set screw loosening occurred after final tightening. Pt underwent surgery to treat levels l4-5 due to degenerative disc disease. The surgeon put in all 4 screws, distracted off the screws and placed an interbody. Connectors were placed. The lock nuts were tightened first. Compression was used and the set screws were tightened using the torque handle. Compression was removed, and it was observed that one connector moved slightly. The set screw was loose and could not be tightened or removed. The connector was replaced for a different one and the procedure successfully completed. There was a 10 minute delay and no impact to the pt.

Manufacturer narrative:
Product is expected to be returned but has not yet been received. Add'l relevant info will be provided when the device eval is completed.